Manufacturer narrative:
Device evaluation: actual product not returned for investigation. Unable to confirm failure mode. A serial number review could not be performed as no serial number was available.

Event description:
A peritoneal dialysis patient was reported to have been admitted to the emergency room for suspected peritonitis. Upon follow up with the patient's nurse it was reported that the patient was hospitalized from (B)(6) 2018. The nurse stated that there was no organism cultured from the patient's peritoneal effluent, but the patient had an elevated (unspecified) wbc count. The nurse confirmed that the peritonitis has since resolved. And the patient is continuing with pd therapy.

Manufacturer narrative:
Clinical evaluation: there is no documentation in the complaint file to show a causal relationship between the event of peritonitis with hospitalization and the liberty select cycler and cassette. Additionally, there is no allegation of a malfunction or a leak related to this event. There is however, a temporal relationship between the peritonitis and pd therapy. Based on available information the causal event of the peritonitis cannot be concluded.

Event description:
A peritoneal dialysis patient was reported to have been admitted to the emergency room for suspected peritonitis. Upon follow up with the patient's nurse it was reported that the patient was hospitalized from (B)(6) 2018. The nurse stated that there was no organism cultured from the patient's peritoneal effluent, but the patient had an elevated (unspecified) wbc count. The nurse confirmed that the peritonitis has since resolved. And the patient is continuing with peritoneal dialysis therapy.